Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. A review of the downloaded data log did not find any errors related to the customer complaint. Functional testing was performed and no defects were found. A manual "try it" test was performed and had little vibration that was noisy. The receiver case was opened for further evaluation and found that the vibrator was loose inside it's plastic enclosure. Vibrator resistance was measured during an internal inspection and was working within specification. The reported event of an no vibration was confirmed. The root cause was determined to be a defective vibrate motor assembly.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. A review of the downloaded data log did not find any errors related to the customer complaint. Functional testing was performed and no defects were found. A manual "try it" test was performed and passed. The receiver case was opened for further evaluation and no defects were found. Vibrator resistance was measured during an internal inspection and was working within specification. The reported event of an no vibration was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.